Manufacturer narrative:
A patient sample could not be provided for investigation. Based on the provided information, a general reagent issue can most likely be excluded. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of receiving <sigl alarms instead of a numeric result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on two cobas 8000 e 602 modules. The customer has two e602 modules and when this patient sample was run multiple times, a <sigl alarm was received. A numeric result was not received. The sample was sent to an external laboratory and tested on an e602 module with a result of 3.00 ng/l with a data flag. The customer attempted a dilution but they still only received a <sigl alarm. An interference in the patient sample is suspected. The serial number for one of the customer¿s e602 modules was (B)(6). The serial number for the customer¿s other e602 module was not provided.

Manufacturer narrative:
The sample was requested for investigation.